Event description:
International affiliate reports that the tip of the screwdriver sheared off in a screw head during spinal screw insertion. The broken tip was stuck in the screw head and could not be retrieved. The screw could not be removed from the site as the drivers broken tip prevented another driver from engaging the screw head. The surgeon impacted the screw with a bone punch. The cam-loc mechanism could not be engaged as the screw was slightly proud of the plate. However, the remaining screws in the construct were fully advanced and their cam-loc mechanisms were locked in place.

Manufacturer narrative:
No conclusions can be made as the instrument is not available for evaluation. However, the most likely cause of tip breakage is the application of atypical force upon the instrument during screw insertion/tightening. At this time, the complaint is considered to be closed. Device is lost and cannot be evaluated.

Manufacturer narrative:
Depuy spine has requested return of the modular screwdriver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.